Event description:
It was reported that the event involved a female pt, born in 2011. The pt weight is unk. While in the children's cath lab the catheter was inserted via the left femoralis and filled with co2. Thirty mins after the examination started, the balloon burst in the right ventricle and co2 escaped in coronary arteries. Cardiac massage was given. Pt was intubated. Later ventricular fibrillation occurred and pt died. When catheter was removed it was checked by the md. According to his statement it seems as the balloon was not completely.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.